Event description:
Reporter noted one surgeon had several instances of anterior chamber collapse. This pt had a posterior capsule tear during phaco procedure. No anterior vitrectomy required and completed case as planned.